Manufacturer narrative:
Follow-up #1: date of submission: 12/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: the black box starts on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No exceeds max tdd warnings observed in the current black box. Investigators completed 24hr duration testing with no eaw¿s. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 30mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. During troubleshooting with customer support (cs) it was determined that the caretaker changes the site and bolused via pump to bring bg back to usual range of 9mmol/l. The patient had snacks but was unable to bolus for the snacks due to total daily dose warning. This report is being made due to the hyperglycemic event the patient experienced related to user error in inadequate response to an alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error inadequate response to alarm).